Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have the distal clevis broken and completely detached from the distal end of the instrument. One of the distal clevis ears was broken and not returned. The size of the missing distal clevis ear is approximately 0.236" x 0.292". This failure is most commonly caused by overloading at the instrument tip. Root cause of this failure is likely attributed to misuse/mishandling.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer alleged the drive line of the permanent cautery hook fell off during use. The customer was unable to remove the instrument through the cannula, so they removed the cannula and instrument altogether from the patient. Once removed from the patient, the customer tried to remove the instrument from the cannula with no success; the customer had to cut the electrode line. The procedure was completed with no reported injury. Due to the alleged issue, the procedure was delayed by 5 minutes. On 16-december-2020, intuitive surgical, inc. (Isi) obtained the following additional information was obtained from the customer: the patient was discharged and there has been no reported injury. The color of the "drive line" was reportedly a metallic. It is unknown if a fragment had fallen in the patient. No information could be provided pertaining to the patient's history, pre-existing medical conditions, or tests/laboratory data specific to the incident.